Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and medical intervention. No product lot number was reported therefore no lot release records were reviewed. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results below above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."

Event description:
The patient reported that his blood glucose reached 30.0 mmol/l (540 mg/dl) and that his wife who is a diabetes nurse gave him a manual injection of insulin.